Manufacturer narrative:
Follow-up #1 date of submission 03/19/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage found to the keypad. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive and required multiple button presses and more force to elicit a response. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the down arrow keypad button was sticking and required multiple presses to elicit a response. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.